Event description:
When attempting to post-dilate a memotherm iliac stent the catheter balloon burst on the 5th inflation at 10 atm. The catheter was removed without pt injury or further complications being reported.

Manufacturer narrative:
Code 1670 is removed international labeling references stent usage.